Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) "207" where the ipg was removed and replaced. Therapy has resumed.

Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to turn on the stimulation and received an error message. Surgical intervention may be pending to address this issue.